Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said the device keeps shutting off. The patient said it seems like the device keeps shutting off. The patient was on program 1 and tried program 2, but it didn't make a difference. The patient tried program 3, and when on program 3, stim seemed to stay on a little better, but they couldn't get stim to a comfortable level. The patient said they confirm stim is off w/ the my therapy app, and they have to turn the stim back on. The patient said the therapy all seems to "kick off" when there is a storm. The patient said they charged the ins today and that the therapy turns off even when the ins battery isn't that low. The patient said they charge the ins once a week. The patient said sometimes the ins gets down to 10%. The patient mentioned their amplitude setting is over 4. The reviewed patient should consider charging the ins more often and monitor to see if the therapy stays on. The patient said they were concerned about their symptom control and saw the hcp a year and a 1/2 after the implant. The patient said they did xrays and said everything was ok. The patient said they have been back on bladder meds for close to a year. The patient said they are going to go back to program 3, as they got a little more symptom control on program 3 and therapy didn't turn off as often on program 3.

Event description:
Additional information was received from the patient. The patient reported that the managing physician had been contacted a few years ago. They reported the cause of the device shutting off was determined. They reported that what likely caused or contributed to the issue was that they said that the battery went to 0. The patient was told that they needed to charge at least twice a week. They reported that steps taken to resolve the issue included charging their device twice a week. They reported the issued had been resolved. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.